Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected based on available information at the time of the initial report submission: e2/e3 and g2 fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a temporary image problem occurred due to a temporary communication failure due to water intrusion from the cable perforated part. However, a root cause could not be established. The event can be prevented by following the instructions for use which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had image problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image problem was due to damage coupler. Cable was punctured. Leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.